Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 07/25/2016 phone call, 07/26/2016 phone call, and 07/27/2016 phone call. The hospital biomed has replaced the internal battery boards to fix the reported issue.

Event description:
The hospital reported that, during the case, the unit stopped ventilating. The unit was also noted with continual battery issues. There was no reported patient injury.